Event description:
Customer reported not being able to test her blood glucose, due to a delivery issue with her freestyle freedom meter. Customer reported, experiencing symptoms of "nose bleed from high blood sugar". Customer also reported, going to see her dr who diagnosed customer with severe hyperglycemia with a reading of 300 mg/dl. Customer was treated with "a shot" to bring her sugar down.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.